Event description:
Reporter indicated that vns pt has experienced an increase in seizure activity above pre-vns baseline frequency. It was also reported that the pt's seizure type had changed in that she has begun to experience grand mal seizures recently. There have reportedly been no medication changes that may have contributed to the reported events, but that she had recently been crushed by elevator doors. The pt reported that she has never experienced efficacy with the vns therapy. The pt also reports that she has experienced chest pain and pain shooting down her neck and back, shooting through her stomach and down her legs as well as muscle spasms in her leg. The pt was reportedly seen at a local hospital recently, at which time "the doctors there dismissed her as having the flu", although the pt maintains that she did not have the flu. Investigation to date has been unable to determine whether the pt's chest pain is cardiac related or whether it is related to the vns therapy as attempts to identify the pt's current treating physician have been unsuccessful to date.